Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system (model# fg540000 serial# unknown) manufacturer's ref. No: (B)(4).

Event description:
It was reported that a female patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation and a cavotricuspid isthmus (cti) ablation procedure for atrial flutter with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During pvi and superior vena cava (svc) ablation, visitags displayed as expected. During cti ablation, visitags did not display as expected, as multiple visitags appeared (despite the catheter being in a stable position) and the visitags did not turn from white to red. There were no error messages on the carto. Although the physician expressed concern regarding the multiple visitags, ablation continued in the same location since the visitags did not turn from white to red. The patient became hypotensive and a cardiac tamponade was detected. There were no steam pops noted. Pericardiocentesis was performed and yielded approximately 300 ml of blood. Patient was reported to be in stable condition. There is no information regarding extended hospitalization. Patient outcome has improved. There were no patient factors cited that may have contributed to the adverse event. Physician indicated that the visitags did not display as expected, and since there were multiple visitags and the color did not change as expected, ablation continued in the same location. Physician¿s opinion regarding the cause of the adverse event is that it was related to a bwi product malfunction, specifically the abnormal appearance of the visitags. Transseptal puncture was performed with an unspecified needle. There is no sheath information. Generator was set on power control mode. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. Ablation was performed with a dragging technique. Force-time integral was 100-200. Tag size was 2 mm. Visitag settings included stability range of 2 mm, 5 seconds, force-over-time (fot) 5 grams, and 25 percent. There is no information regarding spi value, catheter proximity, or catheter zeroing. There were no errors observed on any bwi equipment during the procedure.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 03/14/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received on february 23, 2018. The lot number is 17737094l, manufacturing date: 2017/10/03 expiration date: 2018/10/02. Corresponding fields of this report have been updated. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4). FDA report numbers 2029046-2018-01256 and 2029046-2018-01271 are related to the same event.

Manufacturer narrative:
It was reported that a female patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation and a cavotricuspid isthmus (cti) ablation procedure for atrial flutter with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The device was visually inspected and it was found in good condition. The magnetic sensor was tested on carto. The catheter was properly visualized and no errors were observed. The force sensor was tested and it was working properly. The force values were observed within specifications. Electrical tests were performed on the catheter and it were found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator. The temperature and impedance values were observed within specifications. Irrigation and deflection tests were performed and both were found within specifications. The catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. (B)(4).